Event description:
It was reported that the hcp discovered that the pt's catheter had become disconnected from the pump, and the pt did not receive chemotherapy. The pt's "blood count was doing good, and then it started getting bad". When they checked to find out why his blood count was bad, they discovered that the catheter was not connected to the pump, and he was not getting the chemotherapy. The pt subsequently expired due to liver/colon cancer.